Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was replaced, and the unit was returned to service. The customer contact reported there is no patient information available. Date of device manufacture year is 2000. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the display went blank and was unable to mechanically ventilate during a case. There was no report of patient injury.